Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: d8, d9, h3, h4, h6. The device was returned to olympus for evaluation and the customer's reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported events could not be determined. It is likely the reported issue occurred due to a defective motherboard. The cause of the defect was likely a short circuit on the high voltage power supply (hvps) board. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during a therapeutic transurethral resection of the prostate procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.